Event description:
It was reported that while performing a laparoscopic-assisted hysterectomy on a very large, dense, calcified, fibroid uterus, the power button on the motor drive unit would drop when activated. The physician required several handpieces to complete the procedure, which was extended. There were no adverse pt consequences.

Manufacturer narrative:
Date sent to the FDA: 12/04/2008. Insufficient drive of disposable - conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches sent as two products were involved in this event. See medwatch # 2210968-2008-01196 for the other medwatch.